Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they experienced a burning sensation in their chest occasionally. Per the patient, they are a swimmer and they are concerned that they are dislodging their leads. Follow-up was attempted; however, additional information could not be obtained. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.